Event description:
Device was working fine during procedure, but they noticed a sudden pressure change and when the device was removed, there was a pinhole in the balloon.

Manufacturer narrative:
Device not returned.